Event description:
The baby boy was circumcised using the mogen clamp and the head of the penis was partially amputated. The penis was reattached. The pt has undergone numerous surgeries involved with this amputation.